Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 14830368; model/catalog description: linear st lead kit 50 cm. Additional information was received that the patient also developed infection at the lead sites. It was noted that the leads had migrated causing inadequate stimulation. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg flipped causing difficulty charging. It was also reported that the patient was experiencing pain and pulling sensation at the battery site. The patient had inadequate stimulation and infection at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14830368, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg flipped causing difficulty charging. It was also reported that the patient was experiencing pain and pulling sensation at the battery site. The patient had inadequate stimulation and infection at the ipg site. The patient underwent an explant procedure.